Manufacturer narrative:
Implant date is approximate based on reported implant in "(B)(6) 2019."

Event description:
It was reported that due to pain in scrotum caused because the patient was unable to get the device to fully deflate the patient had his inflatable penile prosthesis (ipp) pump and reservoir removed and replaced. The issues started to occur in the beginning of (B)(6) 2020. It was explained that there was no malfunction, but the cylinders remained inflated for so long a capsule was formed around the reservoir with too little fluid inside. Therefore, the reservoir would not allow for the fluid in the cylinders to return to it. The ipp components were explanted and a new pump and reservoir were implanted. The cylinder will now deflate and the device is working properly. It was further reported that this patient never fully deflated his device post surgery which caused the capsule that prevent him from fully deflating his device. His ipp was originally implanted in (B)(6) 2019.